Event description:
It was reported the right ventricular (rv) lead exhibited noise that was being oversensed which resulted in pacing inhibition however, it was less than two seconds. Lead measurements were within range and the noise could not be reproduced. Technical services informed with oversensing the patient could get inappropriate therapy. Subsequently, the rv lead was explanted and replaced successfully. No additional adverse patient effects were reported.